Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the data file and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll azm for evaluation and the reported issue of the unit being unable to recognize pads was not reproduced. Functional and ECG stress testing were completed with no discrepancies observed. Device log review identified intermittent cable ID toggling, indicating an intermittent connection between the device and multifunction cable. The multifunction cable and CPR connector were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.